Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis with no stent protector. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section of the shaft polymer extrusion found that the distal part of the exchange port was damaged. The device was returned with a pigtail mandrel which was inserted from the exchange port entry and passing out through the bumper tip. The pig tail mandrel was bent 10mm from the proximal end of the mandrel. The pigtail mandrel was free moving within the inner lumen of the device, however due to the bend in the mandrel, the mandrel could not be removed from the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50 x 12 synergy ii drug-eluting stent (des) was selected to treat the lesion. However upon removal from the packaging hoop, it was noted that the distal shaft had a large bend and was cracked. The device was not used and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50 x 12 synergy ii drug-eluting stent (des) was selected to treat the lesion. However, upon removal from the packaging hoop, it was noted that the distal shaft had a large bend and was cracked. The device was not used and the procedure was completed with another of the same device. No patient complications were reported.